Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is no information to document that the patient was in active treatment at the time of the event. There is no allegation of a machine malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a patient line is blocked soft alarm during the drain phase of every treatment for the past two weeks. The fresenius technical support representative provided the patient with information on the patient line is blocked soft alarm, and advised the patient to call in for live troubleshooting assistance when the issue was occurring. There was no patient harm or adverse event, and no medical intervention was required.